Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The reported patient effects of thrombosis, stenosis and pain are known potential patient effects as listed in the supera instructions for use (IFU). The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication the reported patient effects were caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the initial procedure was performed on (B)(6) 2015 when a 4.5 x 120 supera stent was implanted in a mildly calcified left superficial femoral artery. The patient was having increasing leg pain and on (B)(6) 2016 the patient returned to the hospital and angiography confirmed there was stenosis in the distal portion of the supera stent and thrombosis in the proximal portion of the stent extending up to the profunda. The artery was totally occluded. A laser was used to treat the restenosis and thrombosis and five (5) armada balloon catheters (1-4.0 x 200 mm, 2-4.0 x 120 mm and 2-4.0 x 60 mm) were used to also treat the thrombosis and restenosis. The patient outcome was good with flow restored to the vessel. There was no clinically significant delay in the procedure.